Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. While onsite, the fse replaced fittings and tubing from the inner wash valve to the reagent syringe, the photometer, fiber optic assembly, photo sensor boards, lamp housing, and photometer control board to resolve the issue. (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous patient results for multiple analytes on the au5800 clinical chemistry analyzer. The results were not released from the lab. There was no change in patient treatment in association with this event.